Manufacturer narrative:
No parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Manufacturer narrative:
Clinical review: a clinical investigation was performed to identify a causal relationship between the patient's peritoneal dialysis (pd) treatment and the reported event of peritonitis. There is no evidence that supports the patient¿s peritonitis event was caused by a liberty cycler/fmc cassette malfunction or product deficiency. Peritonitis is well-known complication in patients on peritoneal dialysis. Due to insufficient information, it cannot be determined what caused the patient¿s peritonitis event. Although a causal relationship cannot be confirmed, a temporal relationship between the patient's pd therapy and the reported peritonitis remains. Should additional new information be made available this clinical investigation will be reevaluated. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
During medical record review for a it a patient on peritoneal dialysis (pd) it was discovered that the patient was diagnosed with peritonitis on an unknown date and as a result was switched to hemodialysis. During follow-up with the patient¿s pd nurse, no further information could be attained. The nurse indicated the pd clinic did not have any knowledge of the event. There were no reported allegations of a liberty cycler/ fmc cassette product deficiency or malfunction related to the peritonitis event.